Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified left forearm vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.